Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were there any difficulties experienced with device in initial procedure to include staple formation issues? Was the site of the bleeding identified? What all devices were used in area of bleeding? Was any surgical intervention required to date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op of a duodenal switch procedure that the patient was brought back to the facility due to 1000 cc of blood in the patients drain. Patient was given blood and is being observed and will be brought back to the or for re-op if needed. Surgeon mentioned they used a reprocessed harmonic during this procedure. Patient currently doing fine.